Manufacturer narrative:
Correction: a connector was received along with first sample from report 3011270181-2023-00138. This incomplete device was comprised of a neomed cleaning brush with an orange connector inside. The connector appearance was consistent with a neomed ng tube. However, there is no stock code identification on these components. The tubing portion was not received. The distal end of the orange connector was examined under magnification. There was a remnant of tubing visible inside the distal end. The edge of the tubing appears jagged. Root cause could not be determined. All information reasonably known as of 16-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : incomplete device returned.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 3011270181-2023-00138 for the first event. It was reported the tube broke while inside the patient. A new device was placed. Additional information received 28-nov-2023 stated the patient was a regional neonatal intensive care unit (rnicu) patient and the event occurred a couple of days after the device was inserted. The patient is stable, no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 14-dec-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 c.f.r. 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.